Event description:
Additional information was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found that the bond wires were lifted. It was reported that both negative battery bond wires were lifted from the negative hybrid bond pad. It was stated that there was no por occurrence while the ins was out in the field. It was stated that during analysis a por occurred, and destructive analysis revealed lifted bond wires. Analysis of the extension (s/n (B)(4)) found no significant anomaly. It was reported that the stim extension body was cut through, product segmented.